Event description:
Pt complains of joint pain, thyroid problems, hair loss, fibrocystic disease, numbness in breasts, memory loss, migraine headaches, dizziness, extreme fatigue, depression, irritability, loss of concentration, knees hurt, weak immune system, son has meningitis and digestive problems, numbness and tingling, hands sensitive to cold, rashes, irritable bowel syndrome, dry eyes, mouth and nose and sleep problems. Event date: 7/17/84.